Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experience hypoglycemia as well as customer was alleging insulin pump was over delivering. Customer's blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 77 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer reports insulin pump was not worn during a medical procedure or test around a magnetic image resonance. Customer states reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No possible over delivery noted during testing.